Event description:
Received one device. Visual inspection observed a hole in the downstream occlusion sensor seal. (Dso). It was reported that the unit was not priming. There was unknown patient involvement.

Manufacturer narrative:
Received one device. Visual inspection observed a hole in the downstream occlusion sensor (dso) seal. Replaced the dso seal. Performed dso sensor calibration. Performed performance verification tests (pvt), unit pass all testing criteria. Flashed new software. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.